Event description:
Per the clinic, the patient experienced pain and discomfort at the implant site, followed by poor device performance from activation. Reprogramming attempts were made; however, the issue could not be resolved which led to the patient becoming a non-user. The device was subsequently electively explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.